Event description:
It was reported that balloon tear occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified posterior tibial vessel. A 2mm x 40mm x 144cm coyote es balloon catheter was loaded on to wire and advanced, however, while advancing it began to tear from the disease in the vessel. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported.